Event description:
It was reported that a spectrum pump would not run. The customer stated that the motor sounds like it wants to run, but is not. There was no pt injury reported to the customer.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed and reproduced a system error 105 which corresponds with the reported symptom. The system error was caused by a failed motor which has been replaced.